Event description:
Neuropathy [neuropathy peripheral]. Kidney failure, second stage kidney disease (provisional diagnosis). [Renal failure]. Hand, leg and toe pain [pain in extremity]. Numb hands [hypoaesthesia]. Vomiting [vomiting]. Headaches [headache]. Sideways walk, walk to side; walk off balance with limp [gait disturbance]. Tired [fatigue]. Felt like hands on fire up to elbows, burning hands [burning sensation]. Nausea [nausea]. Severe dizziness [dizziness]. Passed out [loss of consciousness]. Case description: a consumer reported that they, a female (B) (6), used fixodent denture adhesive, form/version unknown several times per day, one full strip on lower denture and a little bit of fixodent on top denture, for 24 years beginning 1985 through (B) (6) 2009 and experienced kidney failure, second stage kidney disease (provisional diagnosis). Several years ago, she awoke one morning and felt like her hands were on fire up to her elbows, and once her hands no longer felt like they were burning, her hands went numb and she had constant hand, leg and toe pain. She had vomiting, nausea, headaches, severe dizziness and passed out once while taking care of her mother. She went to the hospital after passing out and unspecified tests revealed second stage kidney disease. She has neuropathy, a sideways walk, walks to side, walks off balance with a limp and she is tired. She has been working with her physician. Treatment: lortab 10, antivert, and celebrex. The case outcome was not recovered/not resolved. The consumer discontinued use of the product. Past medical history included: drug allergy- aspirin, allergy-none reported. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore, unable to proceed with batch retain testing or product investigation. (Us) otc device.